Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated plaintiff suffered serious bodily injuries, including, but not limited to, foreign body reaction, mesh erosion, vaginal pain, bleeding, dyspareunia, urinary tract infections, and other injuries.